Manufacturer narrative:
According to the log analysis, the sample tube (B)(6) has not been detected on the automation system, the sample tube (B)(6) has been read twice by the bim barcode reader. The evidence gathered from the log analysis matches with the description provided by the customer and the distributor. The barcode readers were configured to read all the barcode symbologies without restrictions of digits number. The customer is currently using code 39 symbology without check digit. This barcode reader configuration does not allow the barcode reader to detect possible errors during the sample ids readings. The distributor fse has already modified the barcode configurations to limit the barcode symbologies only to code 39. The distributor provided a picture of involved sample tubes. The label of the sample tube (B)(6) appears to be of very poor quality which might have contribute to the wrong reading. Based on the provided data, the investigation conclusion is that the wrong reading was caused by the loading of a tube with a badly printed label. In the automation system operations manual, it is already specified that the automation system can process sample tubes prepared based on the standard auto2-a2 vol.25 no.29 which includes also requirements regarding the minimum printing quality. It has not been identified the need of any corrective action on the field.

Event description:
The customer loaded on bulk input module (bim) two sample tubes with sample ids (B)(6) associated to patient 1 and (B)(6) associated to patient 2. The bim barcode reader read (B)(6) and associated the obtained results to patient 2. When the tube (B)(6) was loaded on the bim, it was sent to the rack output module (rom) without running any assay since the tests ordered for this tube were already executed and the tube was considered completed by the automation software. The customer reported that they discovered the issue due to the difference in the tsh results. The erroneous results were not sent to the doctor, no treatment was undertaken with the erroneous results.